Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned orthopedic treatment. The procedure was completed by moving the patient another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. A review of the system logfiles found that there was a c-arc collision error, no arc movement possible. Upon troubleshooting actions, the fse manually adjusted the c-arc for cleaning and discovered resin material. Fse removed the resin and recalibrated the c-arc current. After repairs, the system was returned to use in good working order.